Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called reporting that his insulin pump got caught in the door of his car and broke into six pieces. Customer's blood glucose was 600 mg/dl. No other details were provided. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.